Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal was arcing and sparking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the instrument arced/sparked but the customer was unsure if it was in between the jaws of the instrument. There was no report of the arcing grounding anywhere else as it was just reported as spark. The customer clarified that when the sparking occurred, it was not touching any staples, clips, or sutures. There was no patient injury and no tissue injury due to the issue. The procedure was completed robotically with a backup instrument. No patient demographics information provided and no images available to submit to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal 8mm instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "synchroseal was arcing and sparking¿. The synchroseal 8mm instrument was analyzed and the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator without any issues. No failures were found during log review. The probable root cause of this failure is attributed to a component failure. A review of the site¿s system and instrument logs for the synchroseal (part #480440-06 / lot #l11220620-7309) associated with this event showed no logs of usage for the given instrument lot number. Verification of the event details via system and instrument logs cannot be performed at this time due to insufficient information. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer reported that there was arcing and sparking during the procedure. Failure analysis investigations confirmed the reported issue and that the synchroseal exhibited thermal damage on the cut electrode located on the bottom jaw of the grip set. Thermal damage to the instrument and the reported issue of instrument arcing and sparking has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage on the cut electrode to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
A correction to this report was required due to the incorrect lot sequence number being provided in the initial report. The correct lot number for the reported event was l11220620-0087. Refer to field h4 for the updated lot number information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed on the fenestrated bipolar forceps (fbf) instrument by an advanced failure analysis engineer (afae). The returned synchroseal instrument was further evaluated by the advanced failure analysis (afa) engineering team on 13-dec-2022. The engineering team confirmed the primary failure analysis findings. The e-100 logs were checked and at the end of the instrument's use within the procedure there were two instances of the electrode shorting. This can be due to various different things but the most common reason for this error is too much fluid or tissue in between the jaws, which can cause thermal damage as well.